Event description:
Hcp reports pt presented with signs of infection in the device pocket. These included fever, redness, swelling, and meningeal signs/symptoms. Treatment includes a total device system explant and IV antibiotics. The pt did have meningitis. It has been reported the infection resolved.